Manufacturer narrative:
. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a coro examination was performed via 6 french sheath. After correct placement of the angioplasty, the patient complained of severe pain in the groin area radiating into the thigh. A vascular injury or secondary hemorrhage was ruled out by sonography and computerized tomography (CT). Hemostasis was ensured by the angio-seal. The patient was treated with morphine for pain relief and bed rest was prescribed. The next day, the patient was pain-free and could then be mobilized and discharged. The doctor suspected an allergic reaction; however, could not be verified. Additional information was received on 22may2025: a 6 french sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues were reported with insertion, deployment, or withdrawal of the device. A pre-deployment angiogram was not performed. The patient was discharged in stable condition. No blood loss after proper performance of the angio-seal was reported. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample included the locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition. The carrier tube and hemostasis sheath were fully connected and fully rear locked. The suture was fully deployed from the distal tip and had been cut. No damage or issues were identified. The carrier tube and hemostasis sheath were returned fully mated and fully deployed and the suture had been cut. The complaint was unable to be confirmed since no device-related issue was identified. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).